Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a saccular 48mm in diameter and 45 mm in length thoracic aortic aneurysm. The proximal neck was 30 mm in diameter. The distal neck was 33 mm in diameter. There was mild calcification in the common iliac artery and the proximal neck. There was mild thrombus in the proximal neck and distal neck. It was reported that a CT found a type iii endoleak junctional endoleak. The patient had returned for follow up appointments but the endoleak had not resolved; however, there was no aneurysm expansion. The patient was monitored by the physician. Two months ago, it was noted that the endoleak had resolved. Per the physician the cause is unknown. Relationship to the product is unknown, relationship to procedure is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (unknown cause of event). Conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak).